Event description:
During a scheduled ureteroscopy with laser lithotripsy and stent placement by urologist, urologist used a guide wire to place the stent into the ureter and once the stent was placed the assistant was instructed by urologist to pull the wire out, leaving the stent in place. While the wire was being removed, it was damaged while still inside the patient. Urologist used the cystoscope, ureteroscope, and x-ray to check for pieces of wire that may have/ could have broken off inside the patient when damaged and did not find any evidence of the wire inside the patient. The wire was carefully inspected by urologist and several other staff members and did not appear to be broken, only damaged. FDA safety report ID# (B)(4).